Event description:
The event occurred on an unspecified date; the 1st day of the month reported has been used as a placeholder. The event involved a primary plum set, 1.2 micron filter, clave y-site, secure lock, 104 inch, which was reported to be leaking at the white port on the lipid tubing that goes to the pump as it is vented. Patient involvement was not reported; but harm was not reported as a consequence of this event.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01-feb-2026 has been used as a placeholder. D4 - primary UDI number - the primary di# has been used as the lot information is unknown. It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not been received. Without the returned device, a probable cause is unable to be determined. A lot number was not provided. A device history lot number review cannot be performed.

Event description:
The event occurred on an unspecified date; the 1st day of the month reported has been used as a placeholder. The event involved a primary plum set, 1.2 micron filter, clave y-site, secure lock, 104 inch, which was reported to be leaking at the white port on the lipid tubing that goes to the pump as it is vented during infusion. There was patient involvement; but harm was not reported as a consequence of this event.

Manufacturer narrative:
The following fields were updated with additional information/correction due to information received form the customer: b3 - date of event. B5 - describe event or problem. D4 - lot #, expiration date, primary UDI number. H4 - device manufacture date.